Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was leaking. The following information was provided by the initial reporter in chinese with the verbatim: the patient was given a needleless closed infusion connector replacement with a broken connector body of the needleless closed infusion connector . Discard and replace with a new needleless i.v. Connector.

Manufacturer narrative:
H.6. Investigation summary: no samples were received for investigation of pr 8832184, in which the customer suggests the smartsite device could not be used as it was broken. The product in use at the time is reported to be a 2000e china from lot 23025357. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23025357 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china products in the past 12 months.

Event description:
It was reported that bd alaris smartsite needle-free valve was leaking. The following information was provided by the initial reporter in chinese with the verbatim: the patient was given a needleless closed infusion connector replacement with a broken connector body of the needleless closed infusion connector . Discard and replace with a new needleless i.v. Connector.